Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a mildly calcified and tortuous lesion in the left anterior descending (lad) artery. After a 3cm .014 ht whisper guidewire (gw) was advanced to the lesion, a 3.0x12mm nc trek balloon dilatation catheter(bdc) was attempted to be advanced over the gw; however, the gw was noted to be sticky [resistance during advancement] and subsequently the coating was noted to be peeled. The gw was replaced with a new .014 whisper gw, but the same issue persisted. Therefore, the whisper gw was replaced with a non-abbott gw and the same bdc was traversed over the new gw successfully, and the procedure was completed. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon catheter encountered resistance during advancement over the guide wire. Factors that may contribute to difficulty advancing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement. Additionally, after removal of the wire, it was observed to be peeling. It is likely that manipulation of the wire, when resistance was encountered, contributed to the reported peeling. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D9 - device available for evaluation updated from yes to no.